Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported that: "the surgeon came up to the sales rep asking "why the plate broke?" Then he gave the sales rep the implant and x-ray."